Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the patient experienced endophthalmitis/conjunctival inflammation, vitreous inflammation/vitreous hemorrhage, hypopyon, severe pain, decreased vision/blurry vision, watering, headache and fever after cataract surgery (with intraocular lens implantation) in the right eye. The patient received topical and other medications as a treatment. It was also reported that, at the end of the procedure a bandage contact lens (bcl) was applied to the patient. Three days post-surgery, the patient was noted to have developed an infection, referred to a physician and was treated with other topical and intravitreal medications. The current condition of the patient was unknown.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The consumable single-use cassette is provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.